Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error during basal. It was reported that not receiving his basal . Customer's blood glucose value was unknown at the time of the incident. Customer will not return device for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and displacement accuracy test. Installed a water filled test reservoir, and primed pump. Set a basal rate for 1 hour and monitored the pump for five days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No unexpected pump error 37, pump error 38, pump error 130 alarms, or additional motor related errors noted. No delivery anomaly, drive or motor anomaly, basal anomaly, or anomaly noted during testing. The motor was tested outside the device and passed. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.